Event description:
It was reported that the cassette was not being read. The event happened during set-up. There was no patient involvement.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 6/20/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged upstream occlusion (uso) sensor as the device was not reading the cassette and the occlusion test failed due to "cassette not attached" alarm. Additionally, the pump ehl showed there were 9 errors related to the "cassette not attached properly" alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor, and the pump passed all functional tests and performed as intended after repair.